Manufacturer narrative:
The nalu representative present for the explant procedure was unable to visually identify any obvious damage to the system and did not observe any migration of the components. Patient did have several reprogramming sessions, however declined any further troubleshooting after that. The nalu system was in place and in use with good results for 2 years prior to any complaints. The explanted system was held by the medical facility and is not available for testing by nalu. The cause of the patient symptoms was unable to be determined with the information available to the firm.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back and lower leg pain. In april 2024, approximately 2 years after implant, the patient reported new onset of discomfort at the site of the implantable pulse generator (ipg). Troubleshooting was performed, including reprogramming the system, however the patient continued to report that the system is no longer adequately addressing the pain symptoms and is causing discomfort. On(B)(6) 2024, a full system explant was performed per the patient's request.